Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was that ic chip, designator u13, had intermittent operation. The customer received a replacement device.

Event description:
It was reported that device was displaying a service icon and had an error code in memory that indicates a possible failure of the device to defibrillator or to deliver an improper amount of energy. There were no reports of patient use associated with this event.